Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va15qex, product type: lead.

Event description:
The patient reported experiencing a loss or change of therapy. It was stated the therapy was doing more "hard" than good since implant. The patient said that one program gave them diarrhea and the other programs didn't help their bladder. It was noted they had tried all the programs. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient had a lead revision on (B)(6) 2016 due to lack of symptom relief since being implanted. It was noted that the leads were moved from one side to the other. It was indicated that the patient's symptoms were better since the leads were revised. They were still having leakage and wanted to be reprogrammed. They had tried all current programs. The consumer mentioned that the patient probably had 50% improvement of baseline symptoms, but they wanted to see if that could be improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.